Event description:
It was reported that the patient underwent total knee arthroplasty (B)(6), 2011. Revision was performed (B)(6), 2011, due to pain. All product was removed and replaced with the exception of the patella component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "interoperative or postoperative bone fracture and/or postoperative pain". This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2011-01090, 01093, 01094 & 01095) (B)(4). This report filed on (B)(4), 2011.